Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms confirmed the presence of artefacts on the ra as well as on the ff channel. Furthermore the provided x-ray images were analyzed. The lead in the implanted state did not show any peculiarities. However, based on the available projections an interaction with the generator housing cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - from follow up data, it was determined that there was a possibility of contact between the rv lead shock coil and the ra lead. There is no indication of intervention.